Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the screen went blank. The unit was triaged and the reported issue could not be confirmed. During testing all display icons were found to be visible and no errors with the lcd were found. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage of the unit, on 8/17/2017, the unit was tested and the screen went blank while the unit continued to test.